Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer confirmed using the tandem charging cable and wall adapter and attempted troubleshooting by leaving the adapter plugged in for at least 30 minutes, which led to intermittent charging issues. Eventually, the pump was replaced for another issue, and it is now able to charge without interruptions.